Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump¿s history and trace files downloaded successfully using thus software. Unit passed self test however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 confirmed in the pump history/trace files on 10/11/2022 at 14:35:42.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor. Unit tested outside the pump and received pump error 38 at rewind. Test unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, detached retainer ring, missing o-ring(reservoir tube), cracked case(battery tube), and cracked case-corner of belt clip rails. Cosmetic damage was confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, detached retainer ring, missing o-ring(reservoir tube), cracked case(battery tube), and cracked case-corner of belt clip rails was noted. Constant pump error 38 alarms confirmed during rewind and in the pump history/trace files on 10/11/2022 at 14:35:42.000 due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received pump error alarm and insulin pump dropped last week. No harm requiring medical intervention was reported. It was unknown about troubleshooting. The insulin pump will not be returned for analysis.